Manufacturer narrative:
(Other) - product has been requested to be returned but has not been received. Note: this report is being made based on the customer's reported issue. (B)(4).

Event description:
Customer reported when the alarm is set to voice and tone mode, the voice is not heard. Batteries have been replaced with a new supply. Customer reported issue was discovered during set up but did not provide the date when found. No pt incident or injury was reported.